Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a disengaged pin on the instrument.

Event description:
The product was used during an ovarial cyst procedure. Reportedly, a component detached from the instrument. The surgeon was able to retrieve the component without pt injury.